Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. It is unk what associated products were used with this lens. It is not possible to determine if an approved lens/cartridge combination was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was located properly in the injector, but when it was introduced int he pt's eye, the surgeon noted that a haptic was broken. After one day, the pt presented with inferior decentration and after five days, the iol was decentered. The pt reported discomfort and had scotopic pupils. The iol was exchanged for a different model, same diopter iol. The pt's condition is resolved.